Event description:
It was reported that the atrial lead exhibited noise. The noise was reproducible with isometric testing. The patient would be seen again for follow-up in six months.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.